Event description:
During total hip arthroplasty the ball tip of the femoral stem inserter clamp broke and was undetected. Postop x-ray showed nonconformity of the interface between the femoral head and the acetabular cup liner. Due to a foreign body. The pt was returned to surgery. The broken piece was removed and the liner and femoral head were removed and replaced.